Event description:
It was reported that a variable angle zero profile anterior cervical interbody fusion screw (04.647.876) and a spacer with interbody plate (04.647.127s) was initially implanted on (B)(6) 2013. The patient developed an infection at the adjacent level and additional surgeries were necessary to treat, requiring the above implant to be removed. During the removal, the inner shaft for the removal screwdriver (03.647.972) was threaded separately into the right side screw (04.647.876). The surgeon was unable to unthread and remove the inner shaft without the resistance and stability of the two additional parts of the removal screw driver. When extreme force was applied in an attempt to unthread the inner shaft, the tip of the instrument broke off in the screw. Surgeon successfully removed the left side screw with a spare inner shaft before attempting additional removal of the right side. The surgeon was unable to use the removal screw driver on the right side as the treading mechanism was blocked by the broken tip of the inner shaft. The surgeon used a metal cutting bur to drill back the blocking mechanism on the implant and was able to successfully remove the right sided screw with the regular t8 star-driver screwdriver. Patient was revised to a two level corpectomy and posterior fusion with the bengal monolithic cage, skyline plate, and synapse construct. Due to this event with the instrument an additional 30 minutes was added to the revision surgery operating room time.this report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Patient identifier number ¿(B)(6). Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.